Event description:
During a clinic follow-up, the device was observed to have reached elective replacement indicator (eri). Technical support was contacted and a false eri alert was suspected and the device showed normal battery depletion. The device was explanted and replaced to resolve the event. The patient was stable.